Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of the dosing port of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag fell off. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from february 27, 2020 - february 28, 2020. The device was received for evaluation. Unaided visual inspection was performed and the additive port assembly cap was observed cracked off and missing. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the returned sample no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.